Event description:
The manufacturer received information alleging a red service alarm occurred during the use of a ventilator. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a red service alarm occurred during the use of a ventilator. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's blower needs to be replaced to address the issue. There was evidence of contamination.